Event description:
It was reported that after wearing the pod on the leg between 4 and 24 hours, the site was red, hot, inflamed, swollen, infected with pus coming out and the blood glucose (bg) levels rose up to 22 mmol/l (396 mg/dl). The patient visited the doctor, who prescribed antibiotics (keflex) and an antibacterial cream (betadine) to be used on the affected area. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.